Manufacturer narrative:
On (B)(6) 2017 field service engineer (fse) arrived at the site for preventative maintenance and to perform intervention/repair on the device. Visual inspection revealed that the dispense arm belt was too tight. It was loosened and lubricated. No further errors were reported and the event was determined to be resolved. The probable cause of the event was sampling arm alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017 the customer reported intermittent "air in sample" errors with their aia-360. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential of delay of reporting patient results for e2, lhii, and prog which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.